Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer was taken to the hospital via ambulance. Customer was hospitalized due to diabetic ketoacidosis and was in a coma. Customer was still hospitalized in critical care at the time of call. Customer was wearing insulin pump at the time of hospitalization, but it was removed in the hospital. Troubleshooting was performed for high blood glucose. During troubleshooting, it was found that cannula was slightly curved and the time was 6 minutes off. Caller did not have tubing clamp in order to perform high pressure test.